Manufacturer narrative:
Additional information: follow up information was provided from the location contact. She stated she sees in the patient¿s chart that a visit occurred on (B)(6) 2016 in which the lens exchanged occurred, but during a same-day surgery and not a secondary procedure. However at a later communication the location contact confirmed the date of explant as (B)(6) 2016 and that there was no there was no incision enlargement or vitrectomy performed. The physician implanted another lens, same model but different diopter size (sn: (B)(4) zkb00- 18.0) in the left eye. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and it was observed can that the lens is cut in half, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Visual inspection of the return sample shows the lens is cut in half, most probably to make remove and replacement possible. The complaint cannot be confirmed. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: implant date information was received and the customer confirms that there was no issue or allegations against the amo lens. If implanted, give date: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant date. If implanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted from the left (os) of a female patient due to incorrect diopter size due to miscalculations on original implant. They implanted the same model but different size diopter, 18.0 and the patient is fine. There was no incision enlargement or vitrectomy to remove the lens. No further information was provided.